Manufacturer narrative:
While it is unk if the prophy paste used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependant upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.

Event description:
In this event it was reported that the use of nupro flavored prophy paste with fluoride may have resulted in a pt developing a lesion or sore in their mouth. The dentist advised the pt to combat the reaction with the use of salt water rinses and benadryl in the event that it was potentially an allergic response.